Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the inner cannula of the blade broke during the functional endoscopic sinus surgery (fess). The blade was replaced to continue the procedure, resulting to no delay of the procedure. There was no patient impact.